Manufacturer narrative:
On an unreported date, dianeal therapy was discontinued and the patient was switched to hemodialysis therapy. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed for the reported disconnection. It was also reported that the patient reconnected the devices following the disconnection to continue therapy. This is a report of a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This product was an unknown baxter cassette. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy patient experienced a disconnection between the transfer set and cassette which resulted in peritonitis. The patient dropped the transfer set while in the shower, reconnected it, and continued with therapy. The disconnection occurred prior to the diagnosis of peritonitis. The patient was admitted to the hospital as they were feeling sick and was diagnosed with peritonitis. On an unreported date, the patient was treated with unspecified antibiotics (dose, frequency, and route was not reported). The patient recovered from the peritonitis event. At the time of this report, the patient was performing hemodialysis and was no longer a candidate for at home pd therapy. No additional information is available.